Event description:
Product complication: none. Time of complication: additional visit, start date 8/25/2005, stop date 2005. The carotid procedure date was in 2005. Symptoms: chest pain and itching. It was reported that at an additional visit 08/25/2005, the pt had experienced chest pain and itching after discharge from the hosp for a stent procedure in 2006. The pt was re-hospitalized 3 days later and underwent left heart catherization, angioplasty 3 days later and second stent operation the following day neither operation was planned. The condition was pre-existing and was not felt to be related to the device. This event resulted in new hospitalization with intervention to prevent permanent impairment/damage. The pt's outcome was reported to be resolved.